Event description:
The manufacturer received information regarding a dreamstation CPAP pro. The device was returned to a third party service center. During visual inspection of the device, dirt particles were observed within the device. There were no foam particles present. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.